Manufacturer narrative:
G2. Foreign: australia. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during a replacement from an intellis ins to another intellis ins, the impedance values where all high. However, when checking the impedance using the wireless external neurostimulator (wens), the impedances of the same leads were all within normal range. To exclude that there was a problem with the new ins, i.e. Fluid short, the manufacturer representative (rep) decided to open a second intellis ins, however the problem persisted. As was said on the phone, the only thing that could cause high impedance with the ins, while having in range impedance with the wens, was a misalignment of the lead in the ins header; there were alignment issues during battery replacement. After a few attempts aiming to improve the lead-ins alignment, the physician could obtain good impedance values with one lead, and good impedance at 2 electrode with the second lead. At that point, the physician decided to "terminate the revise procedure" and implant the ins. As the rep confirmed on the phone, the physician said that the current situation is expected to be sufficient to program the patient to have optimal therapy coverage. The physician wants to have the previous intellis sent back to medtronic for additional analysis. Additional information was received from a manufacturer representative (rep). It was reported that they were unable to establish good (green connectivity) when the end of the leads were inserted in to the ins header; no connectivity with the replacement ins. They attempted to remove, wet/dry clean, and replace on numerous occasions (up to 20 attempts) with no change. Once or twice they managed to get connectivity of 2 or 3 electrodes, but never more. There were no known environmental, external, and patient factors that may have caused the event. For diagnostics and troubleshooting, multiple attempts were made to re-insert the lead into the ins header (wet / dry to ensure it was clean with no debris), they used the wens to check and the leads were fine (100% green connectivity and impedances within normal limits), they spoke to a senior colleague to see if there were any further troubleshooting options. They then decided to attempt it with a new ins. They then spoke to tech support to further troubleshoot since the second ins showed the same connectivity issue. They could not offer any further advice. It was felt that it was a lead alignment in the ins head issue and they would have to continue to try to make attempts to get the connectors to align. Final attempts maximized at 14 out of 16 electrodes for good connectivity / impedance. The decision was made to close with that and it should not affect therapy. They were programmed today (2023-nov-07) and getting good coverage with the available electrodes. The issue was resolved at the time of the report. The patient status was alive with no injury at the time of the report. Additional information was received from a manufacturer representative (rep). It was reported that impedance measurements were taken and they were high. The cause of the alignment issue and resulting high impedances was believed to be due to difficulty placing the lead in to the ins header ¿ the lead was not as rigid as the physician was used to and could not get traction / grip to push the lead any further in to the header. "The physician decided to terminate the revise procedure and implant the intellis" was clarified that it was considered as an option to revise the leads due to the high impedances, but because they got good alignment and therefore good connections on enough electrodes to use the system, it was determined that this was not necessary. The rep reported that the previous implantable neurostimulator (ins) was replaced due to elective replacement. The provided information has been confirmed with the physician/account. [Refer to regulatory report # 3004209178-2023-23365 for the report of the other ins.]